Event description:
A customer reported via phone call indicating that they may have miscalculated the insulin the previous day and was discovered by their son unconscious. The customer was treated with juice and brought the low blood glucose to 180 mg/dl. The customer did not want to troubleshoot the issue. The customer stated that the doctor mentioned that the customer needs more insulin. The customer was not hospitalized. The customer sated that they are on new thyroid medication which make have affected their insulin intake.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.